Event description:
It was indicated that the device was replaced due to incontinence as the device was intermittently activating.

Manufacturer narrative:
Additional cat#: 72402104, 72402287. Additional serial#: (B)(4). Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.